Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was sleeping and woke to alarms with the red heart alarm on and the wrench on. The patient did not feel well at the time and stated that it appeared that their pump was off. The patient's spouse changed their system controller and then called the clinician. Log files were sent for review and the event log captured backup battery (ebb) fault alarms on 10oct2024 and 11oct2024 followed by a few beginning at 11:23pm on 18oct2024. The driveline was then disconnected at 11:27pm. These alarms appear to have resolved after the system controller exchange.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted (20241019_045844) for review that showed events spanning approximately 3 days (16oct2024 - 19oct2024 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active from (B)(6) 2024 at 23:23:35 ¿ (B)(6) 2024 at 00:02:20. The backup battery did not pass the load test due to the unloaded voltage being under the allowed threshold. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2024 at 23:27:36 for a system controller exchange. There were no other notable alarms active in the log file. Additional information provided on 23oct2024 stated the system controller would not be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.